Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure embedded in myometrium'), device expulsion ('right essure reaching uterine cavity') and device dislocation ('migration of essure devices') in a 23-year-old female patient who had essure (batch no. 130901-inv, c12707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, intestinal operation and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("intolerable pan during procedure"), 7 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic discomfort, device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with codeine phosphate;paracetamol (zapain), mefenamic acid and surgery (essure removal by hysterectomy and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion had resolved, the device dislocation, procedural pain, general physical health deterioration and genital haemorrhage outcome was unknown and the pelvic pain and dyspareunia had not resolved. The reporter considered device dislocation, device expulsion, dyspareunia, embedded device, general physical health deterioration, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on (B)(6) 2021: essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Any continuing symptoms?- yes. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: 2 echogenic linear structure~ are seen bilaterally at the fundal aspect of the uterus, sterilization implants. The uterus arid endometrium appears otherwise normal. Both ovaries appear normal. This lot number 130901 is invalid. Lot number: c12707 manufacturing date: 2014/01 expiration date: 2017/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information added. Event: migration of essure devices added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device fitted to her left side had migrated") in a 23-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, intestinal operation and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("intolerable pan during procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and pelvic discomfort and general physical health deterioration ("poor health"). Essure treatment was not changed. At the time of the report, the device dislocation, procedural pain and general physical health deterioration outcome was unknown. The reporter considered device dislocation, general physical health deterioration and procedural pain to be related to essure. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on her left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure embedded in myometrium') and device expulsion ('right essure reaching uterine cavity') in a 23-year-old female patient who had essure (batch no. 130901-inv, c12707) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, intestinal operation and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("intolerable pan during procedure"), 7 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic discomfort, device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with codeine phosphate;paracetamol (zapain), mefenamic acid and surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion had resolved, the procedural pain, general physical health deterioration and genital haemorrhage outcome was unknown and the pelvic pain and dyspareunia had not resolved. The reporter considered device expulsion, dyspareunia, embedded device, general physical health deterioration, genital haemorrhage, pelvic pain and procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on (B)(6) 2021: essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: 2 echogenic linear structure~ are seen bilaterally at the fundal aspect of the uterus, sterilization implants. The uterus arid endometrium appears otherwise normal. Both ovaries appear normal. This lot number 130901 is invalid. Lot number: c12707 manufacturing date: 2014/01 expiration date: 2017/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received. New reporter, drug indication, lab test, treatment drug were added. The previous event "device fitted to her left side had migrated" was updated to "left essure embedded in myometrium". New event added: right essure reaching uterine cavity we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device fitted to her left side had migrated') in a 23-year-old female patient who had essure (batch no. C12707, 130901) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, intestinal operation and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("intolerable pan during procedure"), 7 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic discomfort, pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation had resolved, the procedural pain, general physical health deterioration and genital haemorrhage outcome was unknown and the pelvic pain and dyspareunia had not resolved. The reporter considered device dislocation, dyspareunia, general physical health deterioration, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on (B)(6) 2021: essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: lawyer reported new events: dyspareunia, heavy/abnormal bleeding, localised pain. Essure was removed by hysterectomy, symptoms were ongoing (unspecified which). Essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure embedded in myometrium"), device expulsion ("right essure reaching uterine cavity"), device dislocation ("migration of essure devices") and uterine perforation ("perforation of the uterus or other structure;") in a 23 year-old female patient who had essure inserted (lot no. 130901-inv, c12707) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding, vomiting, c-section (3), ovarian cyst, appendicitis, multi gravida, latex allergy, c-section, latex allergy, parity 3, intestinal operation and irritable bowel syndrome. Findings: omental adhesions to luq and supraumbilical area down to umbilicus. Normal lgt. Normal size mobile av uterus. Normal mobile tubes and ovaries x 2. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after essure insertion, she experienced procedural pain ("intolerable pan during procedure"). At an unknown time, she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), pelvic pain ("significant pain, localized pain"), general physical health deterioration ("poor health"), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital hemorrhage ("heavy/abnormal bleeding"), abdominal pain lower ("pain, including chronic pain;"), mental disorder ("psychological issue") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with mefenamic acid and zapain (codeine phosphate;paracetamol) as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total abdominal hysterectomy). At the time of the report, the embedded device and device expulsion had resolved and the pelvic pain and dyspareunia had not resolved. The outcomes for device dislocation, procedural pain, general physical health deterioration, genital hemorrhage and abdominal pain lower were unknown. Essure was removed on (B)(6) 2020. The reporter considered abdominal pain lower, device dislocation, device expulsion, dyspareunia, embedded device, general physical health deterioration, genital hemorrhage, heavy menstrual bleeding, mental disorder, pelvic discomfort, pelvic pain, procedural pain and uterine perforation to be related to essure administration. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on (B)(6) 2021: essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Any continuing symptoms? Yes. Feels like is pregnant last 3/52 - aching swollen breasts, nausea with vomiting mainly am and pm, bloating lower abdominal, also pinching pain rif constant ache with intermittent pinching period came 10/7 early 1/52 ago and was much heavier normally regular 28/7 cycle had negative pregnancy test 2/52 ago then positive pt 1/52 ago then negative one few days ago. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology report. Diagnoses: within normalities. Clinical history: menorrhagia, pelvic pain, previous essure sterilization, tlh and bilateral salpingectomy. Macroscopic: sterilization wires are seen protruding from fallopian tubes. [Ultrasound pelvis] on (B)(6) 2015: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary. And (B)(6) 2015 (per mr) ultrasound scan: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary but hopefully this should resolve after she has her implant removed.; (date unknown): 2 echogenic linear structure~ are seen bilaterally at the fundal aspect of the uterus, sterilization implants. The uterus arid endometrium appears otherwise normal. Both ovaries appear normal ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:heavy menstrual bleeding ,uterine perforation, mental disorder, abdominal pain lower. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. Events heavy menstrual bleeding ,uterine perforation, mental disorder, abdominal pain lower added. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure embedded in myometrium"), device expulsion ("right essure reaching uterine cavity"), device dislocation ("migration of essure devices") and uterine perforation ("perforation of the uterus or other structure;") in a 23 year-old female patient who had essure inserted (lot no. 130901-inv, c12707) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding, vomiting, c-section (3), ovarian cyst, appendicitis, multi gravida, latex allergy, c-section, latex allergy, parity 3, intestinal operation and irritable bowel syndrome. Findings: omental adhesions to luq and supraumbilical area down to umbilicus. Normal lgt. Normal size mobile av uterus. Normal mobile tubes and ovaries x 2. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after essure insertion, she experienced procedural pain ("intolerable pan during procedure"). Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital hemorrhage ("heavy/abnormal bleeding"), abdominal pain lower ("pain, including chronic pain;"), mental disorder ("psychological issue") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with mefenamic acid and zapain (codeine phosphate;paracetamol) as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total abdominal hysterectomy). At the time of the report, the embedded device and device expulsion had resolved and the pelvic pain and dyspareunia had not resolved. The outcomes for device dislocation, procedural pain, general physical health deterioration, genital hemorrhage and abdominal pain lower were unknown. The reporter considered abdominal pain lower, device dislocation, device expulsion, dyspareunia, embedded device, general physical health deterioration, genital hemorrhage, heavy menstrual bleeding, mental disorder, pelvic discomfort, pelvic pain, procedural pain and uterine perforation to be related to essure administration. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on (B)(6) 2021: essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Any continuing symptoms? Yes. Feels like is pregnant last 3/52 - aching swollen breasts, nausea with vomiting mainly am and pm, bloating lower abdominal, also pinching pain rif constant ache with intermittent pinching period came 10/7 early 1/52 ago and was much heavier normally regular 28/7 cycle had negative pregnancy test 2/52 ago then positive pt 1/52 ago then negative one few days ago. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology report. Diagnoses: within normalities. Clinical history: menorrhagia, pelvic pain, previous essure sterilization, tlh and bilateral salpingectomy. Macroscopic: sterilization wires are seen protruding from fallopian tubes. [Ultrasound pelvis] on (B)(6) 2015: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary. And (B)(6) 2015 (per mr) ultrasound scan: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary but hopefully this should resolve after she has her implant removed.; (date unknown): 2 echogenic linear structure~ are seen bilaterally at the fundal aspect of the uterus, sterilization implants. The uterus arid endometrium appears otherwise normal. Both ovaries appear normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:heavy menstrual bleeding ,uterine perforation, mental disorder, abdominal pain lower. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. Events heavy menstrual bleeding ,uterine perforation, mental disorder, abdominal pain lower added. 01-dec-2023: primary reporter address updated. Consumer aka details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure embedded in myometrium"), device expulsion ("right essure reaching uterine cavity"), device dislocation ("migration of essure devices") and uterine perforation ("perforation of the uterus or other structure;") in a 23 year-old female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of colostomy (she had a part of the bowel which was gangrenous and had a colostomy), laparotomy, vaginal bleeding, vomiting, c-section (had 3 previous caesarean sections), ovarian cyst, appendicitis, multi gravida, latex allergy, c-section (3 during her last caesarean section it was noted that her scar was very thin and was advised not to have any more children because of risk of scar rupture), latex allergy, parity 3, intestinal operation and irritable bowel syndrome. Findings: omental adhesions to luq and supraumbilical area down to umbilicus normal lgt normal size mobile av uterus normal mobile tubes and ovaries x 2. Previously administered products included: mirena for pregnancy with iud. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain (" abdominal pain (had for two years ever since had sterilisation) and worse today."). On (B)(6) 2014 she experienced procedural pain ("intolerable pan during procedure / left side we couldn¿t complete as she was very uncomfortable"). Essure was removed on (B)(6) 2020. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), abdominal pain lower ("pain, including chronic pain;"), mental disorder ("psychological issue"), heavy menstrual bleeding ("menorrhagia"), dizziness postural ("felt dizzy while standing at work"), dizziness (" came over giddy"), tremor ("then started to shake arms and legs and recovered only when put head down inbetween legs"), menstruation delayed ("period 6 weeks late") and abdominal pain upper ("upper gastric pain radiating over shoulder and down left arm "). The patient was treated with mefenamic acid and zapain (codeine phosphate;paracetamol) as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total abdominal hysterectomy). At the time of the report, the embedded device and device expulsion had resolved and the pelvic pain and dyspareunia had not resolved. The outcomes for device dislocation, procedural pain, general physical health deterioration, genital haemorrhage, abdominal pain lower, dizziness postural, abdominal pain, dizziness, tremor, menstruation delayed and abdominal pain upper were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, dizziness, dizziness postural, dyspareunia, embedded device, general physical health deterioration, genital haemorrhage, heavy menstrual bleeding, menstruation delayed, mental disorder, pelvic discomfort, pelvic pain, procedural pain, tremor and uterine perforation to be related to essure administration. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on (B)(6) 2021: essure insertion on (B)(6) 2014 and (B)(6) 2014, two essure lot numbers c12707, 130901 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Any continuing symptoms?- yes feels like is pregnant last 3/52 - aching swollen breasts, nausea with vomiting mainly am and pm, bloating lower abdominal, also pinching pain rif constant ache with intermittent pinching period came 10/7 early 1/52 ago and was much heavier normally regular 28/7 cycle had negative pregnancy test 2/52 ago then positive pt 1/52 ago then negative one few days ago. Uncomplicated easy insertion of essure on left side, right side was done in the opd. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2020: normal and essure coils are completely removed [hysteroscopy] on (B)(6) 2018: findings revealed that the left ostia showed essure embedded into the myometrium and then in the right ostia the essure was reaching the uterine cavity. [Pathology test] (date unknown): surgical pathology report diagnoses: within normalities clinical history: menorrhagia, pelvic pain, previous essure sterilization, tlh and bilateral salpingectomy. Macroscopic: sterilization wires are seen protruding from fallopian tubes [pregnancy test] (date unknown): negative [ultrasound pelvis] on (B)(6) 2015: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary. And (B)(6) 2015 (per mr) ultrasound scan: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary but hopefully this should resolve after she has her implant removed.; (date unknown): 2 echogenic linear structure~ are seen bilaterally at the fundal aspect of the uterus, sterilization implants. The uterus arid endometrium appears otherwise normal. Both ovaries appear normal ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:heavy menstrual bleeding ,uterine perforation, mental disorder, abdominal pain lower lot number: c12707 manufacture date: (B)(6) 2014 expiration date: (B)(6) 2017 lot no. 130901-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: medical record received. New events dizziness postural , abdominal pain, dizziness, tremor, late period & upper abdominal pain were added. Lab data. Historical drug & medical history added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device fitted to her left side had migrated') in a 23-year-old female patient who had essure (batch no. 130901-inv, c12707) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, intestinal operation and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("intolerable pan during procedure"), 7 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic discomfort, pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation had resolved, the procedural pain, general physical health deterioration and genital haemorrhage outcome was unknown and the pelvic pain and dyspareunia had not resolved. The reporter considered device dislocation, dyspareunia, general physical health deterioration, genital haemorrhage, pelvic pain and procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on 1-mar-2021: essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901. This lot number 130901 is invalid. Lot number: c12707, manufacturing date: 2014/01, expiration date: 2017/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure embedded in myometrium"), device expulsion ("right essure reaching uterine cavity"), device dislocation ("migration of essure devices"), uterine perforation ("perforation of the uterus or other structure;") and abdominal pain ("abdominal pain (had for two years ever since had sterilisation) and worse today.") In a 23 year-old female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of colostomy (she had a part of the bowel which was gangrenous and had a colostomy), laparotomy, vaginal bleeding, vomiting, c-section (had 3 previous caesarean sections), ovarian cyst, appendicitis, multi gravida, latex allergy, c-section (3 during her last caesarean section it was noted that her scar was very thin and was advised not to have any more children because of risk of scar rupture), latex allergy, parity 3, intestinal operation and irritable bowel syndrome. Findings: omental adhesions to luq and supraumbilical area down to umbilicus normal lgt normal size mobile av uterus normal mobile tubes and ovaries x 2. Previously administered products included: mirena for pregnancy with iud. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important). On (B)(6) 2014 she experienced procedural pain ("intolerable pan during procedure / left side we couldn't complete as she was very uncomfortable"). Essure was removed on (B)(6) 2020. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), abdominal pain lower ("pain, including chronic pain;"), mental disorder ("psychological issue"), heavy menstrual bleeding ("menorrhagia"), dizziness postural ("felt dizzy while standing at work"), dizziness (" came over giddy"), tremor ("then started to shake arms and legs and recovered only when put head down inbetween legs"), menstruation delayed ("period 6 weeks late") and abdominal pain upper ("upper gastric pain radiating over shoulder and down left arm "). The patient was treated with mefenamic acid and zapain (codeine phosphate; paracetamol) as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total abdominal hysterectomy). At the time of the report, the embedded device and device expulsion had resolved and the pelvic pain and dyspareunia had not resolved. The outcomes for device dislocation, abdominal pain, procedural pain, general physical health deterioration, genital haemorrhage, abdominal pain lower, dizziness postural, dizziness, tremor, menstruation delayed and abdominal pain upper were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, dizziness, dizziness postural, dyspareunia, embedded device, general physical health deterioration, genital haemorrhage, heavy menstrual bleeding, menstruation delayed, mental disorder, pelvic discomfort, pelvic pain, procedural pain, tremor and uterine perforation to be related to essure administration. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on her left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on 1-mar-2021: essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Any continuing symptoms?- yes. Feels like is pregnant last 3/52 - aching swollen breasts, nausea with vomiting mainly am and pm, bloating lower abdominal, also pinching pain rif constant ache with intermittent pinching period came 10/7 early 1/52 ago and was much heavier normally regular 28/7 cycle had negative pregnancy test 2/52 ago then positive pt 1/52 ago then negative one few days ago. Uncomplicated easy insertion of essure on left side, right side was done in the opd. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2020: normal and essure coils are completely removed [hysteroscopy] on (B)(6) 2018: findings revealed that the left ostia showed essure embedded into the myometrium and then in the right ostia the essure was reaching the uterine cavity. [Pathology test] (date unknown): surgical pathology report diagnoses: within normalities clinical history: menorrhagia, pelvic pain, previous essure sterilization, tlh and bilateral salpingectomy. Macroscopic: sterilization wires are seen protruding from fallopian tubes [pregnancy test] (date unknown): negative. [Ultrasound pelvis] on (B)(6) 2015: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary. And (B)(6) 2015 (per mr). Ultrasound scan: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary but hopefully this should resolve after she has her implant removed.; (date unknown): 2 echogenic linear structure~ are seen bilaterally at the fundal aspect of the uterus, sterilization implants. The uterus arid endometrium appears otherwise normal. Both ovaries appear normal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: heavy menstrual bleeding ,uterine perforation, mental disorder, abdominal pain lower. Lot number: c12707, manufacture date: 2014-01-13, expiration date: 2017-01-31. Lot no. 130901-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-mar-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure embedded in myometrium"), device expulsion ("right essure reaching uterine cavity"), device dislocation ("migration of essure devices") and uterine perforation ("perforation of the uterus or other structure;") in a 23 year-old female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding, vomiting, c-section (3), ovarian cyst, appendicitis, multi gravida, latex allergy, c-section, latex allergy, parity 3, intestinal operation and irritable bowel syndrome. Findings: omental adhesions to luq and supraumbilical area down to umbilicus normal lgt normal size mobile av uterus normal mobile tubes and ovaries x 2. On 13-nov-2014, the patient had essure inserted. On 20-nov-2014, 7 days after essure insertion, she experienced procedural pain ("intolerable pan during procedure"). Essure was removed on 18-sep-2020. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), abdominal pain lower ("pain, including chronic pain;"), mental disorder ("psychological issue") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with mefenamic acid and zapain (codeine phosphate;paracetamol) as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total abdominal hysterectomy). At the time of the report, the embedded device and device expulsion had resolved and the pelvic pain and dyspareunia had not resolved. The outcomes for device dislocation, procedural pain, general physical health deterioration, genital haemorrhage and abdominal pain lower were unknown. The reporter considered abdominal pain lower, device dislocation, device expulsion, dyspareunia, embedded device, general physical health deterioration, genital haemorrhage, heavy menstrual bleeding, mental disorder, pelvic discomfort, pelvic pain, procedural pain and uterine perforation to be related to essure administration. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on 1-mar-2021: essure insertion on 13-nov- 2014 and 02-dec-2014, two essure lot numbers c12707, 130901 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Any continuing symptoms?- yes feels like is pregnant last 3/52 - aching swollen breasts, nausea with vomiting mainly am and pm, bloating lower abdominal, also pinching pain rif constant ache with intermittent pinching period came 10/7 early 1/52 ago and was much heavier normally regular 28/7 cycle had negative pregnancy test 2/52 ago then positive pt 1/52 ago then negative one few days ago. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology report diagnoses: within normalities clinical history: menorrhagia, pelvic pain, previous essure sterilization, tlh and bilateral salpingectomy. Macroscopic: sterilization wires are seen protruding from fallopian tubes [ultrasound pelvis] on 04-mar-2015: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary. And 04mar2015 (per mr) ultrasound scan: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary but hopefully this should resolve after she has her implant removed.; (date unknown): 2 echogenic linear structure~ are seen bilaterally at the fundal aspect of the uterus, sterilization implants. The uterus arid endometrium appears otherwise normal. Both ovaries appear normal ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:heavy menstrual bleeding ,uterine perforation, mental disorder, abdominal pain lower lot number: c12707 manufacture date: 2014-01-13 expiration date: 2017-01-31 lot no. 130901-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure embedded in myometrium"), device expulsion ("right essure reaching uterine cavity"), device dislocation ("migration of essure devices"), uterine perforation ("perforation of the uterus or other structure;") and abdominal pain ("abdominal pain (had for two years ever since had sterilisation) and worse today.") In a 23 year-old female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was flucloxacillin. The patient had a medical history of lower abdominal pain, wound infection, colostomy (she had a part of the bowel which was gangrenous and had a colostomy), laparotomy, vaginal bleeding, vomiting, c-section (had 3 previous caesarean sections), ovarian cyst, appendicitis, multi gravida, latex allergy, c-section (3 during her last caesarean section it was noted that her scar was very thin and was advised not to have any more children because of risk of scar rupture), latex allergy, parity 3, intestinal operation and irritable bowel syndrome. Findings: omental adhesions to luq and supraumbilical area down to umbilicus normal lgt normal size mobile av uterus normal mobile tubes and ovaries x 2. Previously administered products included: mirena for pregnancy with iud. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important). On 20-nov-2014 she experienced procedural pain ("intolerable pan during procedure / left side we couldn¿t complete as she was very uncomfortable"). Essure was removed on (B)(6) 2020. On an unknown date, the patient started flucloxacillin at an unspecified dose and frequency. On unknown dates she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), medically important), pelvic pain ("significant pain, localised pain"), general physical health deterioration ("poor health"), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), abdominal pain lower ("pain, including chronic pain;"), mental disorder ("psychological issue"), heavy menstrual bleeding ("menorrhagia"), dizziness postural ("felt dizzy while standing at work"), dizziness ("came over giddy"), tremor ("then started to shake arms and legs and recovered only when put head down inbetween legs"), menstruation delayed ("period 6 weeks late") and abdominal pain upper ("upper gastric pain radiating over shoulder and down left arm"). The patient was treated with mefenamic acid and zapain (codeine phosphate;paracetamol) as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total abdominal hysterectomy). At the time of the report, the embedded device and device expulsion had resolved and the pelvic pain and dyspareunia had not resolved. The outcomes for device dislocation, abdominal pain, procedural pain, general physical health deterioration, genital haemorrhage, abdominal pain lower, dizziness postural, dizziness, tremor, menstruation delayed and abdominal pain upper were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, dizziness, dizziness postural, dyspareunia, embedded device, general physical health deterioration, genital haemorrhage, heavy menstrual bleeding, menstruation delayed, mental disorder, pelvic discomfort, pelvic pain, procedural pain, tremor and uterine perforation to be related to essure administration. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on ler left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Fu on 1-mar-2021: essure insertion on (B)(6) 2014, two essure lot numbers c12707, 130901 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Any continuing symptoms?- yes. Feels like is pregnant last 3/52 - aching swollen breasts, nausea with vomiting mainly am and pm, bloating lower abdominal, also pinching pain rif constant ache with intermittent pinching period came 10/7 early 1/52 ago and was much heavier normally regular 28/7 cycle had negative pregnancy test 2/52 ago then positive pt 1/52 ago then negative one few days ago. Uncomplicated easy insertion of essure on left side, right side was done in the opd. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on 29-sep-2020: normal and essure coils are completely removed [hysteroscopy] on 29-aug-2018: findings revealed that the left ostia showed essure embedded into the myometrium and then in the right ostia the essure was reaching the uterine cavity. [Pathology test] (date unknown): surgical pathology report diagnoses: within normalities clinical history: menorrhagia, pelvic pain, previous essure sterilization, tlh and bilateral salpingectomy. Macroscopic: sterilization wires are seen protruding from fallopian tubes [pregnancy test] (date unknown): negative [ultrasound pelvis] on 04-mar-2015: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary. And 04mar2015 (per mr) ultrasound scan: both the micro inserts are optimally placed. There is a small functional cyst in the left ovary but hopefully this should resolve after she has her implant removed.; on (B)(6) 2020: the cervix is benign with squamous metaplasia and mild inflammation. The endometrium is in the late secretory phase. Both fallopian tubes are within normal limits; (date unknown): 2 echogenic linear structure~ are seen bilaterally at the fundal aspect of the uterus, sterilization implants. The uterus arid endometrium appears otherwise normal. Both ovaries appear normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:heavy menstrual bleeding ,uterine perforation, mental disorder, abdominal pain lower. Lot number: c12707 manufacture date: 2014-01-13 expiration date: 2017-01-31 lot no. 130901-not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. Surgical pathology report added. Medical history added. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device fitted to her left side had migrated") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, intestinal operation and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("intolerable pan during procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and pelvic discomfort and general physical health deterioration ("poor health"). Essure treatment was not changed. At the time of the report, the device dislocation, procedural pain and general physical health deterioration outcome was unknown. The reporter considered device dislocation, general physical health deterioration and procedural pain to be related to essure. The reporter commented: due to intolerable pain during procedure, only the right sided device was fitted on the original procedure date. The left side was fitted a month later. Investigations in 2018 revealed that the device on her left side had migrated and physician advised her that it cannot be removed. She will require a full hysterectomy. Her prognosis remains guarded. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-april-2019 for the following meddra preferred term: device dislocation analysis in the global safety database revealed 4119 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.